Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to pushed in battery pins in both battery wells. Stryker replaced the device's rear case to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.